Manufacturer narrative:
On 04/09/2019 - we have requested the device be returned to the manufacturer. To date, we have not received the device.

Event description:
On (B)(6) 2019 - the consumer claims to have placed her hand in the wax and burnt her hand which caused redness and swelling. Medical attention was not received.